Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device was not returned for evaluation as the product was disposed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4). Same patient as MFR report #: 2134265-2013-02320. Same case as MFR report #: 2134265-2013-02322. It was reported that during a coronary artery stenting treatment procedure, a balloon burst occurred and post procedure significant wasting was observed. Lesion 1 was a de-novo ostial lesion, located in saphenous vein graft (svg) to right posterior descending artery (r-pda) with 80% stenosis and was 14.00 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with direct stent placement using a 3.50 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was a de-novo long lesion, located in the left main coronary artery (lmca) and extending to the proximal left anterior descending (lad) artery with 75% stenosis and was 14.00 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with rotational atherectomy, pre-dilatation and placement of a 3.00 x 20 mm taxus liberte stent. During the index procedure, post deployment of the 3.50 x 20 mm taxus liberte stent in ostial proximal portion of svg to r-pda, "significant waisting in the mid portion of the balloon" was noted due to eccentric fibrotic tissue. Hence, the stent balloon was removed and replaced with 3.50 x 15 mm quantum balloon catheter. The study stent was post dilated using the quantum balloon, following which, the balloon ruptured. In addition, "some eccentric waisting" was noted in the quantum balloon, so the balloon was removed and replaced by a 3.50 x 15 mm non bsc balloon. After post-dilatation with the non-bsc balloon, the residual stenosis was 0%. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.